Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose of 433 mg/dl and wanted to check the insulin pump. Troubleshooting found that the settings needed to be cleared but other than that, the pump functions fine. The customer declined any additional assistance.